Event description:
The customer reported that the device was stuck in the paddles mode. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device was stuck in the paddles mode. There was no report of patient involvement. The device was evalauted by a philips field service engineer. The therapy pca was replaced to resolve the reported symptom. After passing all required testing the device was returned to use.